Event description:
It was reported that this right atrial (ra) lead was dislodged the same day of implantation after pocket closure. This lead exhibited high pacing thresholds and muscle stimulation. The patient underwent a surgical intervention to reposition the lead shortly after the event. Therapy was not compromised. The lead remains in service. No additional adverse patient effects were reported.